Event description:
The customer contact reported a tubing ruptured while in use with a power injector; subsequently blood loss was noted. A patient was undergoing an unspecified CT scan while using a power injector to deliver an unspecified contrast media at an unspecified rate. During the initial injection of contrast media, the tubing split causing contrast to come in contact with the patient and equipment. An unspecified amount of blood loss was noted. The split was approximately 1 cm in length. The tubing set was clamped. The spill was cleaned up according to the customer's protocol. The tubing set was replaced and the procedure was completed. There was no adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not returned since this is a known issue. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided with a product list of those high-pressure sets that are appropriate for use with power injectors. This report represents all the information known by the reporter upon query by hospira personnel.